Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged due to a pin on the white power lead being broken off.

Manufacturer narrative:
Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the power cable was confirmed. The heartmate 3 system controller (serial number:(B)(6)) was returned for analysis, and a log file was downloaded for review that showed events spanning approximately 7 days ((B)(6) 2024 ¿ (B)(6) 2024, (B)(6) 2024 per timestamp). The driveline was disconnected on (B)(6) 2024 at 17:19:52 for a system controller exchange. There were no notable alarms active in the log file. The system controller was returned with a pin in socket 5 of the lemo connector. This socket is designated for the transmission communication line between the system controller and the power module. The broken pin was removed from the connector prior to testing. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.